Manufacturer narrative:
Received one (1) used 14687-15 primary plum set for inspection. No damages or anomalies were noted. The set was attached to an ICU medical-provided intravenous (IV) bag, primed per packaging directions, and a test infusion was attempted on an ICU medical-provided plum pump. An n185 proximal occlusion line a alarm was received upon initialization. The reported complaint of a proximal occlusion alarm can be confirmed. The probable cause of the occlusion alarm is related to material variability in cassette diaphragm stiffness which could cause an increase in the frequency of proximal occlusion alarms. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch generated an n185 alarm for the pump. The event was noted during infusion. The solution/ medicine used was normal saline. There were no obvious defects noted on the tubing set. There were no holes, cuts, tears, or any other defects noted on the tubing set. That the tubing set was replaced and therapy resumed. The products were stored in an air-conditioned room in the hospital and were not exposed to extreme temperatures. The pump showed n185. There was no patient harm reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.